Manufacturer narrative:
Code e050602 has been added to annex e and code f1203 has been added to annex f.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. N/a.

Event description:
A (B)(6) male (end-user) had requested samples of compact catheters and were send speedicath compact male. The end-user has been catheterizing since 2015, the use being indicated by enlarged prostate. After trying speedicath compact male, he started to bleed. The medical doctor said the catheter had caused a scrape below the prostate. The end-user had lost blood in a quantity that necessitated a blood transfusion, and he was admitted to the hospital the (B)(6) and discharged the (B)(6) 2021. He has recovered and is still catheterizing. The end-user experienced no problems with the speedicath flex catheter which he also received samples of. It is stated that the end-user was using a flexible catheter before the incident. No additional information was provided.